Manufacturer narrative:
The unit was inspected and it was noted that the short interlock rod was missing. The unit was scraped and not returned to service. No report of patient involvement.

Event description:
During servicing of the unit at the ge healthcare service depot, it was noted that the interlock system was not functioning. There was no report of patient involvement.